Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that the customer experienced a blood glucose (bg) of 58 mg/dl. The contact stated that a healthcare provider (hcp) reported bg to be possibly due to pump settings or the customer still being in the ¿honeymoon¿ phase of diabetes and hcp stated that the customer¿s pancreas may be producing insulin. Reportedly, the customer routinely required assistance from the contact and care taker at school. Basal settings were changed to address the event and bg was 70 mg/dl at the time of report.